Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018. Patient code: (B)(4) - urinary problems. It was reported that following the procedure patient experienced vaginal scarring and urinary problems.

Manufacturer narrative:
It was reported that she experienced pain. No additional information was provided.